Event description:
Approximately 10 to 30 minutes after starting pre-dilution hdf treatment, four patients developed symptoms including chest tightness, shortness of breath, and hypotension. Staff treated this as an allergic reaction, giving IV dexamethasone and high concentration glucose but some patients showed no improvement in symptoms. For patients where improvement was confirmed, performing hd treatment using cta 15g significantly alleviated symptoms, and treatment was completed safely. All four patients had previously received hdf treatment using elios-17h. However, due to healthcare policy restrictions, hdf treatment was only available once per month. One of the four patients showed no improvement in symptoms. For the patient who did not show improvement, symptoms improved by using cta 15g. All patients have now recovered from their symptoms. However, elisio-h is not currently being used. This hospital typically performs hd therapy three times per week and hdf therapy once per month. The ultrafiltration rate during treatment remained within the normal range. Combination medical device used: dialysis machine: b.braun dialog; no information on other devices.